Manufacturer narrative:
D4: corrected the serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the introducer.

Event description:
Clinical narrative: an impella cp was inserted via the 14fr introducer to support the 65 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was known to have had a cardiac arrest with CPR and was on inotropes and vasopressors prior to the pump placement. The underlying medical history was not shared. The cp was placed after the angioplasty was performed and patient was intubated. Shortly after the patient moved and sat upright and caused a hematoma to develop at the pump access site. The physician peeled away the 14fr and advanced the pump and secured the repositioning sheath. The hematoma and bleed continued and consult made with vascular surgery. The decision was made to explant the cp pump entirely. The hemostasis was achieved by 2 proglides and hold of 1 hour. Patient survived. The anticoagulation necessary for the pump placement and support can contribute to access site bleeding, however in this case the bleed occurred with the off-label movement of the patient. The best practices for a supine patient were not followed. The patient has survived.

Manufacturer narrative:
B5: added additional information regarding the return of the device for evaluation.

Event description:
The product is not available for return; it was disposed of by the catheterization laboratory staff.